Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a pairing failure between a dexcom g7 cgm and the ilet, attributed to an incorrect pairing code; after updating the code, the ilet connected to the cgm within several minutes and functioned as expected. Symptoms included no reported adverse clinical effects. Outcomes included no impact on daily activities and no medical intervention. Investigation included technical support troubleshooting and device-use review via customer interview. Investigation of this case revealed user pairing input error and successful reconnection after corrective steps. It was concluded that the device performed as designed and that the issue was resolved through user guidance without product malfunction.